Event description:
The customer reported that the table free floats several times in an electro physiology (ep) lab.

Manufacturer narrative:
(B)(4). Investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA.